Event description:
It was reported that the right ventricular (rv) lead exhibited a high out-of-range (oor) shock lead impedance (sli) measuring 125 ohms. Technical services (ts) informed since there was a gradual rise in impedances that it could be due to possible physiologic/calcification. Ts discussed options for troubleshooting and monitoring. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported the patient received an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr) which converted the atrial arrythmia. Technical services provided troubleshooting options. At this time, the lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high out-of-range (oor) shock lead impedance (sli) measuring 125 ohms. Technical services (ts) informed since there was a gradual rise in impedances that it could be due to possible physiologic/calcification. Ts discussed options for troubleshooting and monitoring. At this time, the rv lead remains in service. No adverse patient effects were reported.